Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: pump emitted several occlusion detected alarms, she reports she changed her set and site three times but the issues continued. She reports she disconnected with each alarm and primed the pump but the alarm would repeat with in several hours (less than 2hrs). The alarm continued every time she would give a bolus. She was admitted to the hospital (B)(6) 2014 with a blood glucose (bg) of 585 mg/dl, stated she just did not fell well, achy all over. She was treated in hospital with IV insulin drip, then started on long acting and short acting insulin she was discharged today a diagnosis of diabetic ketoacidosis and on an alternate form of insulin delivery. Patient denies any site issues insertion site rotated from right to left abdomen. No scar tissue, leaking or air bubbles reported. Customer support (cs) confirmed patient disconnected after each occlusion detected alarm, primed successfully, no change in motor sounds. Patient then is reconnecting to different insertion sites without any change. Patient removed the infusion set in the hospital and the cannula was not bent, insertion technique e correct. She is presently off of the pump and using alternate form of insulin delivery and was advised not to use the pump by health care provider (hcp). Usual bg 200mg/dl or more due to daily hydrocortisone use. Patient reports occlusion alarm occurs with programmed bolus of even 1.0 unit. She corrects with a syringe and her bg will respond. She is using cold insulin in the cartridge but all other cartridge use is per IFU. Cs was unable to determine issue, repeated occlusion alarms were emitted even with several site and set changes. This complaint is being reported because the patient experienced hyperglycemia and the occlusion issue was not resolved. Patient use error of using cold insulin may have contributed to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.